Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a settings not available message on the controller. The patient reported that she took the battery out of the controller and put it back in, but it didn¿t resolve the issue. The patient reported that she was on group b1 and she increased to 0.8 volts and got the message. The patient then switched to group a1 and as soon as she tried to increase she got the message. The patient also reported that she had pain and high blood pressure. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2018-10-29. The rep reported that the patient was unable to turn up the intensity of stimulation of thoracic placed system since yesterday morning. The rep met with the patient and ran an impedance check. The rep reported that electrodes 0-7 and 11 were out of range on the thoracic leads. The patient denied any falls or injuries lately. The rep was able to program around the bad electrodes to provider coverage of the low back and legs. The issue was resolved. No further complications were reported.